Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Bd had not received any sample or photo from the customer facility for evaluation; therefore, the investigation was limited. Visual inspection was conducted on 10 retention samples from the incident lot, and no defects were identified. Additionally, the silicone quantity was verified to meet specifications. A sleeve performance test was conducted on 5 of the retention samples under pressurized conditions. No tube pushoff, sleeve non-recovery, or sleeve fall off was observed during testing. A review of the manufacturing records was performed for the incident lot and no issues were observed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that blood leakage occurred during the tube withdrawal of a 21 g x 0.75 in. Bd vacutainer® safety-lok¿ blood collection set. This was due to a missing rubber sleeve on the needle-cork. There was no serious injury or medical intervention reported.